Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: 510k: this report is for an unk - insertion instruments/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/ investigation. Initial reporter is a j&j representative. Without a lot number, the device history records review could not be completed as no product was received. The investigation could not be completed, no product was received; no conclusion could be drawn at the time of filing this report. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that on (B)(6) 2021, the patient underwent for a spinal canal stenosis treatment. During the treatment, the implant holder got stuck into the cage. Also, 8mm cage was broken when detaching from the implant holder. The procedure was completed with less than 30-minutes delay. No further information is available. Concomitant device reported. Unk cage holder (part# unknown, lot# unknown, qty 1). This complaint involves three (3) devices. This report is for (1) unk - insertion instruments. This report is 1 of 3 for (B)(4).